Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for percutaneous catheter myocardial ablation. During the procedure it was mentioned that when needle was inserted into the vxs2112,the needle got stuck. Thus, the needle was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as disposed in the facility.